Event description:
It was reported that a malfunction occurred when the pump was worn during a security walk-through, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Initially, the customer could not reset the pump due to the absence of a charging pad but received assistance from technical support during a follow-up call. The support team provided reset information and helped the customer reset the pump, after which the malfunction did not recur. The customer was able to continue using the pump without further issues.